Event description:
It was reported the programmer rf head is not connecting properly to the programmer. The pin does not seem to go all the way into the connector. Three different rf heads were tried, with no success. A broken pin was questioned. Interrogation of devices was not possible. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the radiofrequency (rf) head connector being damaged. It was also noted that the display hinge cover was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the radiofrequency (rf) head connector being damaged. It was also noted that the display hinge cover was missing.

Event description:
Asku